Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient suffered from sepsis. The source of the sepsis has been requested and not received. It was further reported that the patient later died in a manner unrelated to the device system.